Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the health hazard evaluation and the system hazard analysis. The DHR (device history review) for sterrad 100s system was not possible as the system serial number is unknown. The service and complaint history for the sterrad 100s was not possible as the system serial number is unknown. Trending analysis for odor/ smell issues associated to the sterrad 100s did not indicate a significant trend. Trending analysis for eye reaction issues associated to the sterrad 100s did not indicate a significant trend. The hhe (health hazard evaluation) was reviewed and the index was considered low risk. There was no product returned, no product serial number provided, no service history provided on the system. Due to lack of information from the customer, further investigation is not possible. The root cause of this report is unknown.

Event description:
The customer reported a failed cycle with bad graphics and a smell in the room. The reporter stated she had a headache and tears in her eyes. The duration of symptoms is unknown. It is also unknown if medical attention was sought. Additional information received will be reported on a supplemental follow up report.